Event description:
It was reported that the syringe was not protected with a cap, the user "pricked" themselves and there was a risk that the tray was damaged. Add'l info was received from teleflex (B)(4) on (B)(6) 2010, that clarified the user is fine; he did not require treatment, no consequence. There were no patient complications or delay in therapy reported. No intervention was required.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.